Manufacturer narrative:
Medical devices cont: 6945-65 lead, implanted (B)(6) 2001 product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.